Event description:
Allegedly during implantation, the surgeon noticed that the implant was not staying in place as needed. During the reduction of the knee it was removed. Normally the implant should not move. The implant is being returned for examination. The surgeon used an alternative implant.